Event description:
According to the available information a week after implantation the patient had a CT for unrelated reasons and the surgeon noticed that air appeared to be in the cylinders.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.